Event description:
It was reported "two of our vast nurses were inserting a PICC on the patient¿s right arm in the ICU on (B)(6) 2020 utilizing s1385108d from lot#reer0535. Resistance encountered. Difficulty threading catheter noted from patient anatomy. Few areas of catheter and wire bending with difficulty threading. When abandoning attempt for insertion, small amount of wire noted to proximal catheter tip. Upon withdrawing of wire at the distal end, wire at the proximal end still present. Approximately 1-1.5 inch wire fractured from main wire. Could have been a sentinel event if the wire was unknowingly left inside. No harm done to patient but certainly a near miss."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3cg tls stylet. Usage residues were observed throughout the sample. Several kinks and breaks were observed within the polyimide region of the stylet. The received fragments appeared to account for the entire stylet. The sample terminated at the handle assembly. Microscopic inspection of the sample confirmed the presence of multiple kinks and breaks in the polyimide region of the stylet. Deformation and discoloration were observed in the vicinity of breaks and kinks. The polyimide breaks exhibited elliptical cross-sections. The core wire fracture surface appeared dully granular. The polyimide tubing wall thickness was measured at several points and found to be within manufacturing specifications. The deformation suggested that kinking likely contributed to the observed break; however, inability to replicate the break features indicated that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer0535 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "two of our vast nurses were inserting a PICC on the patient¿s right arm in the ICU on (B)(6) 2020 utilizing s1385108d from lot#reer0535. Resistance encountered. Difficulty threading catheter noted from patient anatomy. Few areas of catheter and wire bending with difficulty threading. When abandoning attempt for insertion, small amount of wire noted to proximal catheter tip. Upon withdrawing of wire at the distal end, wire at the proximal end still present. Approximately 1-1.5 inch wire fractured from main wire. Could have been a sentinel event if the wire was unknowingly left inside. No harm done to patient but certainly a near miss."